Event description:
During cataract surgery the malyugin ring's subincisional ring disengaged and was caught behind the iol. The surgeon was forced to cut the ring out of the eye leaving a small portion of it in the capsulor bag with the iol.

Manufacturer narrative:
The portion of the device that was able to be removed from the patient's eye was not returned for evaluation. The surgery was completed and an iol was implanted. The patient was reported to be doing well and showing no signs of inflamation.